Manufacturer narrative:
This supplemental report is being submitted against an initial report that was submitted under the previous site registration number ((B)(4)). The effective site registration number is (B)(4).

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced emotional distress and product problem. It was also reported by the plaintiff's attorney that the plaintiff experienced mixed urinary incontinence, dyspareunia, vaginal pain, leakage, scarring, extrusion, urethral hypermobility, erosion, incomplete emptying, weak stream, intermittent flow, worsening urgency, nocturia, and vaginitis. Furthermore it was also reported that the plaintiff died. It was reported that the cause of death was relapsed non-hodgkins lymphoma, s/p allogeneic bone marrow transplant and s/p autologous bone marrow transplant.